Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the outer shaft being retracted by about 310 mm. The device dimensions comply with the specification. The trigger at the handle is fully functional, i.e. Upon triggering the outer shaft retracts normally. The device shows no damage or irregularity besides a kink in the device shaft about 45 mm distal to the kink protector which was, however, most likely induced during re-packaging for the return shipment. The stent has been fully released and was returned separately threaded on the spiral loop holder. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. After additional correspondence with the local staff, it was confirmed that the device was manipulated after the reported event, i.e. The stent was successfully released outside patient after device withdrawal. It should be noted that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a severely calcified lesion in the superior mesenteric artery. After delivering the stent to the lesion, the red tab was removed, but the stent could not be released the whole system was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned with the outer shaft being retracted by about 310 mm. The device dimensions comply with the specification. The trigger at the handle is fully functional, i.e. Upon triggering the outer shaft retracts normally. The device shows no damage or irregularity besides a kink in the device shaft about 45 mm distal to the kink protector which was, however, most likely induced during re-packaging for the return shipment. The stent has been fully released and was returned separately threaded on the spiral loop holder. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. After additional correspondence with the local staff, it was confirmed that the device was manipulated after the reported event, i.e. The stent was successfully released outside patient after device withdrawal. It should be noted that the pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection.